Event description:
It was reported that, during a real intelligence cori assisted surgery, after burring the distal cut, the burr was removed, reinserted and then the mapping didn't help. The burr slid out of the attachment and didn't start spinning. The real intelligence robotic drill was unplugged from the cori's connector and plugged back and didn't help restart the device. Also kpc test had failed 2 times. The procedure was completed, after a non significant delay, changing to a manual procedure. No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
D10 has been updated.

Manufacturer narrative:
H10: additional information in d9. H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported failure. The reported problem was confirmed with a functional evaluation. A kpc test was done and it was discovered that the bur could not be inserted regular. The handpiece was disassembled then and it was discovered that the rear shaft bearing is fully disintegrated. The motor extension shaft has grinding and burn marks. The shaft bearings were removed, and the handpiece was assembled with known good bearings. Now it was possible to carry out a kpc test and a test case without any further failure. The installed exposure mdu 4147 was measured and found to be responsive and fully functional. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the defective rear shaft bearing. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.